Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, lot# unknown, implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received form a healthcare professional (hcp) of a clinical study regarding a patient implanted with a neurostimulator for treatment of chronic pain. It was reported that during stage 1 surgery the leads were placed without difficulty and placed successfully in the target locations/tunneled to a separate incision for stage 2 surgery. However, a routine intraoperative CT scan to verify the electrode location also revealed an incidental moderate intracerebral hematoma in a part of the cavity created by the patient's old stroke. The hematoma was contained there and did not cause mass effect on the adjacent normal brain tissue. During stage 2 of the surgery the parietal incision was re-opened to connect the leads to the ins. Since the incision was over the site of the patient's previous surgery the site of the hematoma was checked and found to have no active bleeding and that the brain was pulsatile without signs of pressure. The surgery was then completed with no clinical or observable sequela from the bleeding likely because it occurred in previously infarcted tissue. After surgery, no new neurological deficit was noticed when compared to baseline with the patient recovering as expected. Separately, the patient had 3 short (less than 30 second) seizures immediately after surgery involving transient twitching of their left face and arm which resolved with an IV of ativan. After starting an anti-seizure medication (keppra) they experienced no further seizures or side effects from the medication. The bleeding was probably related to the study procedure, but not likely related to the implants themselves as it occurred far from the sites of the primary surgery. The risk of bleeding was listed as a known risk on the consent form as a rare side effect and in this case the patient had no clinical consequence from the event, with their recovery as expected. The seizures were noted as probably caused by pneumocephalus which was noted as a less likely risk in the consent form. No further complications are anticipated.